Event description:
During rounds with the siemens engineer, the CT scanner was observed with fluid intrusion. Fluid was seen on top of the three modules-one of which was the encoder. The fluid which was observed was likely from the injector. Excessive dust and debris were also in this table base area. The gap between the gantry and the table is significant enough to allow body fluids, injector fluids and other debris to enter the base of the table. It was discovered that the CT scanner did not have a seal in place to protect from fluids entering. Seal part number 08614138 was not present. Per the siemen engineer, this model of machine siemens somatom definition as did not come with a seal and siemens started instating this seal on later models. Manufacturer response for CT scanner, somatom definition as (per site reporter). The manufacturer sent out a siemen rep who evaluated the CT scanner and missing seal. New seal # 08614138 was ordered and the seal was placed on CT scanner to correct fluid intrusion.